Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on two cobas 8000 e 801 module analyzers serial numbers (B)(4). The sample resulted in an hcg+beta value of 11.9 miu/ml when tested on e 801 serial number (B)(4). The sample was also tested on e 801 serial number (B)(4), resulting in a value of 311 miu/ml. The initial value was reported outside of the laboratory to the doctor. The sample was repeated on e 801 serial number (B)(4) on (B)(6) 2022, resulting in an hcg+beta value of 767 miu/ml. The sample was also repeated on e 801 serial number (B)(4), (B)(6) 2022, resulting in an hcg+beta value of 728 miu/ml. A corrected report was issued with the 728 miu/ml value. The hcg+beta reagent lot number was 57427001, with an expiration date of 28-feb-2023.

Manufacturer narrative:
For e 801 serial number (B)(4), the field service engineer replaced a pinch valve and replaced another valve. Measuring cell preparation maintenance and a blank cell calibration were performed. The blank cell calibration was successful. The customer ran controls and these were acceptable. For e 801 serial number (B)(4), the pinch valve tubing was leaking, damaging the pinch valve. The tubing was replaced.

Manufacturer narrative:
For e 801 analyzer serial number (B)(6), the investigation determined the issue was caused by the damaged pinch valve. No further issues occurred after the service actions.

Manufacturer narrative:
The following information was provided previously in relation to the second complained sample: "this sample initially resulted in a testosterone value of 12.2 nmol/l on (B)(6) 2022 and repeated as 15.9 nmol/l on (B)(6) 2022. It was asked, but it is not known if any incorrect results from this sample were reported outside of the laboratory." This information is to be corrected/replaced as follows: the sample initially resulted in a testosterone value of 52 nmol/l accompanied by a data flag on (B)(6) 2022. The sample was repeated, resulting in a value of 52 nmol/l accompanied by a data flag on (B)(6) 2022. The sample was manually diluted 1:5 and repeated on (B)(6) 2022, resulting in a raw value of 12.2 nmol/l, which calculates to a final value of 61 nmol/l when accounting for the dilution factor. The sample was manually diluted 1:5 and repeated on (B)(6) 2022, resulting in a raw value of 12.6 nmol/l, which calculates to a final value of 62.5 nmol/l when accounting for the dilution factor. The sample was manually diluted 1:10 and repeated on (B)(6) 2022, resulting in a raw value of 7.82 nmol/l, which calculates to a final value of 78.2 nmol/l when accounting for the dilution factor. The sample was manually diluted 1:5 and repeated on (B)(6) 2022, resulting in a raw value of 15.9 nmol/l, which calculates to a final value of 79.2 nmol/l when accounting for the dilution factor. A questionable value of 63 nmol/l was reported outside of the laboratory to the doctor. This second sample also had the following relevant test data: na = 138 mmol/l, k = 4.91 mmol/l, cl = 102.4 mmol/l, shbg = 27.8 nmol/l, tsh = 1.68 miu/l, ferr = 246 ng/ml, tpsa = 2.37 ng/ml, trsf = 32.23 umol/l, ggt = 27 u/l, urea = 6.9 mmol/l, hdl = 0.91 mmol/l, alt = 37 u/l, ast = 35 u/l, cho = 4.24 mmol/l, co2 = 25 mmol/l, crea = 112 umol/l, iron = 33.9 umol/l, ua = 304 umol/l, trigl = 1.91 mmol/l.

Manufacturer narrative:
Upon review of data from one of the affected analyzers, a second patient sample had discrepant results for the elecsys testosterone ii assay. It is not known which e 801 analyzer was used to test the sample. This sample initially resulted in a testosterone value of 12.2 nmol/l on (B)(6) 2022 and repeated as 15.9 nmol/l on (B)(6) 2022. It was asked, but it is not known if any incorrect results from this sample were reported outside of the laboratory. Upon review of the provided quality control data, control recovery looked normal. Upon review of the provided alarm trace, there were no alarms that pointed toward an issue with analyzer performance. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.